Event description:
The reporter indicated the surgeon implanted a 12.5mm icm125v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to elevated intraocular pressure. The icl was exchanged for a shorter lens and the problem was resolved.

Manufacturer narrative:
Method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found one haptic torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - postoperative elevated iop early after icl implantation may occur due to: non patent/functioning iridectomies (too small, too peripheral and/or not fully permeable, blocked by viscoelastic), remaining viscoelastic in the posterior chamber, oversized icl with angle closure, too narrow angles/crowded ac due to small eye anatomy preoperatively, unexpected abnormal anatomy or tissue abnormalities (presence of iris/ciliary body cysts), malpositioned footplates, upside-down icl, etc. Prompt management of iop rise and its cause is critical to reduce or eliminate risks of damage to the eye and vision. General management includes iop-lowering drugs, burping the incision, evacuating remaining fluids from the ac, enlarging the existing pi or making a new one, etc. If a significantly long lens is implanted over-sizing may occur. This may be associated with shallowing of the anterior chamber, narrowing of the angles, elevated iop, acute angle closure, etc. Removal of the lens and replacement for a smaller lens length returns lens and ocular parameters to baseline. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4).